Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported (via FDA mw5095438) that a female patient, who underwent breast prosthesis implantation surgery with two unspecified mentor gel implants, has been feeling sick for two years. The patient had several mammograms, CT scan and an MRI that revealed a ruptured implant (location unspecified) that was leaking silicone along their chest wall. Patient is in contact with a plastic surgeon to have the implants removed as soon as possible and they are very worried about alcl cancer. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for two of the two breast prostheses reported. Contralateral implant reported under mrn: 1645337-2020-12030.